Event description:
It was reported that during the implant procedure, the lead was attempted but not used due to high impedance at multiple locations. A different lead model was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.